Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The mitraclip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip settling (opening). It was reported that this was a mitraclip procedure to treat grade 4 mixed etiology mitral regurgitation (mr). One mitraclip grasped the leaflets and mr was reduced to a trace grade. After the mitraclip was deployed, the clip settled a bit and mr grade was 1 to 2. The procedure was a success, but the physician noted the change in mr grade. There were no reported issues using the device. There were no adverse patient effects and no clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported mechanical issue could not be determined in this incident. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the previously filed report, additional information was received that the clip settling occurred after lock line removal during the second test of the clip's final arm angle, prior to clip deployment. There was no additional information provided.